Manufacturer narrative:
Patient height reported as 5¿0.¿ event date: date patient pain began is not known. This report is for an unknown prodisc-c total disc replacement. Part and lot numbers are unknown; UDI number is unknown. Device received for evaluation by third party on behalf of synthes. Subject device has been received and is currently in the evaluation process. Mfg date: without a lot number the device history records review could not be completed. Lot number was obtained from the returned superior endplate, a component of the overall implant. A DHR review was performed on lot 7913947. Part number for the superior endplate is 09.820.035.2, obtained from lot number. Date of manufacture is for superior endplate component, not for overall prodisc-c implant. DHR review found an incoming defect report (idr) # (B)(4) generated by supplier (B)(4) for superior plate size md for part# 09.820.035.2, lot# 7913947. Thirty of 30 parts were found to have scratches. All parts were processed and shipped. Incoming inspection was completed per (B)(4) found that all part met visual acceptance criteria. The nonconformance is not related to the complaint condition. DHR review found no relevant issues that would result in this product complaint. Manufacturing location: (B)(4). Manufacturing date: 14-apr-2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal of a prodisc-c® was performed on (B)(6)2017 due to patient complaints of pain. The date of initial implant is (B)(6) 2015. Explanted hardware included prodisc-c® total disc replacement. Subsequently, during the procedure, an anterior cervical discectomy and fusion (acdf) of c4-5 was performed. The procedure was completed successfully with the patient in stable condition. This report is for one (1) unknown prodisc-c® total disc replacement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: the lot number for the superior endplate is 7913947 (size md). The part number is # 09.820.035.2 (subcomponent).records show that superior plate lot# 7913947 was allocated to the following five top assembly lots 7991695, 9907055, 9881270, 9981937, and 9947514: part # 09.820.035s, lot # 7991695: manufacturing date: 11-may-2015, expiration date: 31-mar-2019, (B)(4). Part # 09.820.036s, lot # 9881270: manufacturing date: 23-oct-2015, expiration date: 30-sep-2019, (B)(4). Part # 09.820.037s, lot # 9981937: manufacturing date: 28-jan-2016, expiration date: 31-dec-2019, (B)(4). Part # 09.820.035s, lot # 9907055: manufacturing date: 19-oct-2015, expiration date: 30-sep-2019, (B)(4). Part # 09.820.035s, lot # 9947514: manufacturing date: 30-nov-2015, expiration date: 31-oct-2019, (B)(4). A device history record (DHR) review was performed. The lot number for the returned superior endplate, inferior endplate, and polyethylene inlay assembly was found to have potentially been used in multiple top level prodisc-c implants; therefore the DHR review was completed for all relevant top level prodisc-c lots. Review of each assembly DHR and the associated superior plate and inferior plate dhrs show that there were no non-conformances related to the complaint condition, and that all acceptance criteria was met at the time of inspection. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing and product development investigations were performed. The returned prodisc (part # 09.820.035.2, 7913947) is included in the prodisc-c total disc replacement system and used for single level spinal arthroplasty from c3-c7. Since the complaint condition involves patient pain, it cannot be replicated or confirmed. Information provided, such as signs of iatrogenic damage, bone remnants and evidence of impingement are indicative of post manufacturing use of the product. Damage present on the inferior endplate and polyethylene inlay which is consistent with tool marks and surgical removal technique. Evidence of bone remnants were observed on the superior and inferior endplates. There was evidence of biofilm on the surface of the superior endplate. There are signs of impingement on the superior and inferior endplates. Biofilm and signs of impingement are commonly observed on implanted prodisc-c devices. Superior and inferior plates have light nicks/scratches including on plasma treated surface of inferior plate and on front edge of plastic inlay. This is all post manufacturing damage. The complaint description does not provide enough information in order to determine specific relevant features that could contribute to the complaint condition. In addition, there was no reported product problem. Records show that superior plate lot# 7913947 was allocated to the following five assembly lots: 7991695, 9907055, 9881270, 9981937, and 9947514. The complaint is unconfirmed. The relevant drawing for the superior endplate was reviewed. The drawing calls out the appropriate dimensions, material and finishing processes for a successful design. No design related issues could be identified. The design is considered adequate for the intended use of the device. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Pain is listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants. There is not enough information available to determine a cause or hazard for the pain reported. One possible rationale for post-surgery pain could be related to surgery technique. The disc is considered the primary source of pain for degenerative disc disease, and a complete discectomy is essential for a successful disc replacement procedure. The prodisc-c technique guide states: performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.